Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report that the insulin pump alarmed no delivery several times. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 400 mg/dl. The customer stated that the alarm was resolved by a complete set change. The customer was advised that the site may have been occluded. The customer was informed to return the set for analysis and was sent a replacement.